Event description:
During a remote follow-up, loss of capture and over-sensing were observed on the left ventricular (lv) lead. Technical support was contacted and recommended reprogramming to resolve the event, however no intervention has been performed. The patient was stable and will continue to be monitored.